Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 43 mg/dl and 193 mg/dl. Customer stated insulin pump alleging possible over delivery because retainer ring damaged. Customer experienced symptom such as shaking, sweating, weakness, fatigue. Customer treated with food and chocolate. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated reservoir retainer ring had crack and able to lock in place. The insulin pump will beand reservoir will not be returned for analysis.